Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mount was not returned to fisher & paykel healthcare in (B)(6) for evaluation. Without the complaint device or sufficient information we were unable to confirm the failure as reported by the customer. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that one rt021 catheter mount tubing has "cracked" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Result: visual inspection revealed that the tubing cuff was split at the connector end. Conclusion: it was determined that the splitting had occurred due to the inherent residual stress present on the extruded tube, which is a sourced component from an external supplier. We have since informed the supplier about the residual stress present on the extruded tube. We also made some improvements to our assembly process in order to mitigate the problem. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. Our user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that one rt021 catheter mount tubing has "cracked" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mount is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that one rt021 catheter mount tubing has "cracked" during use. No patient consequence was reported.